Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 100 mcg/day) via an implantable infusion pump. It was reported that the hcp felt like the patient was not getting efficacy from the therapy. The catheter access port was aspirated as normal and a CT scan showed a pedicle screw very close to the catheter. It was felt that there was possible damage to the spinal portion of the catheter and it was replaced. It was noted that the daily dose was lowered to 100 mcg/day prior to and post revision surgery. It was unknown if the issue was resolved and the patient was alive with no injury. The explanted portion of the catheter was discarded of and would not be made available to analysis. No further complications have been reported as a result of this event.